Event description:
The customer reported that the system would display a save operation failed error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep retapped the transformer, reseated the fuses, the general purpose operating system printed circuit board, the cables, and the back up system, and erased the flash nodes as well as installed a new hard disk drive and reloaded the software and formatted the cine drive. The system was tested and found to be working as intended and put back in svc.